Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was repositioned due to dislodgement. Threshold was 4v, so output was increased to 5v. The procedure went well. No adverse patient effects were reported.